Event description:
It was further reported that the rv was explanted and not replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead extraction procedure, the patient experienced cardiac tamponade and loss of consciousness was observed. Diagnostic, and troubleshooting was performed. Resuscitation was performed, patient administered medication intravenously. Paricardiocentesis was performed and approximately 50-100 milliliters of blood was removed. Spontaneous circulation was restored and patient was immediately sent to cardiosurgery operating room. Blood and clots from pericardial space was removed and rv bleeding site repaired. The patient returned to the cardiology ward. Subsequently, another rv lead was implanted. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) clinical study.

Event description:
It was further reported that the right ventricular (rv) lead that required extraction was a non-medtronic lead. Due to patient complications during the non-medtronic lead extraction, the revision procedure was postponed. The rv lead was implanted at a later time, and there were no alleged product issues. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported routine/prophylactic/elective replacement of the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.